Manufacturer narrative:
(B)(4). Hurwit et.al. (2016) "a comparative analysis of work-related outcomes after humeral hemiarthroplasty and reverse total shoulder arthroplasty" journal of shoulder and elbow surgery. . The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Initial reporter - the article was written by daniel j. Hurwit, md, joseph n. Liu, md grant h. Garcia, md, gregory mahony, ba, hao-hua wu, ba, david m. Dines, md, russell f. Warren, md, lawrence v. Gulotta, md at hospitals; hospital for special surgery, new york, ny, USA, sports medicine and shoulder service, hospital for special surgery, new york, ny, us, perelman school of medicine, university of pennsylvania, philadelphia, pa, USA. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information.

Event description:
It was reported in a journal article that five (5) patients underwent revision for unknown reasons following a humeral hemi-arthroplasty. Attempts have been made to obtain additional information and further information is not available at this time.